Event description:
It was reported that an app crash occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the mobile device updated the operating system version which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).